Event description:
It was reported that one day after implant of the implantable cardiac monitor, false asystole episodes were observed on the electrogram because of undersensing due to electrode disconnect. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).